Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #792c83. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results showed that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The cartridge was received void of staples, with the washer cut, however there is not a concentric cut and it had several marks. The drivers were exposed and the knife recess below the reload deck. Further analysis shows that the knife was damaged. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device fired without any difficulties. The damage to the knife and washer may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference instructions for use for additional information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number 792c83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024 corrected data: h6. Investigation findings.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy the tool fired, however while the blade cut the sigmoid, the suture line was incomplete. The staples did not close enough to staple the stump. The surgery was delayed by 40 minutes. Procedure was completed successfully with no patient consequence.